Manufacturer narrative:
Failure analysis confirmed the button error alarm due to corroded keypad traces. They noted that there were no scrolling numbers, no display anomaly and no moisture damage on the electronics. The insulin pump was received with a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump buttons were not working and the pump alarmed button error after she changed the battery. She changed the battery when she was trying to bolus because the bolus was moving on its own. The significant event leading to the alarm was that she was exercising and sweating when she placed the pump in her bra. The customer's blood glucose reading was 227mg/dl. The customer was advised to revert to a back-up plan and that the device would be replaced. The customer agreed to return the product for analysis.